Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, sleep current test, active current test and the displacement accuracy test. No device problem found. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose. Customer¿s blood glucose level was 497 mg/dl at the time of incident and the patient¿s current blood glucose level was 544 mg/dl. The customer stated that the patient had symptom¿s such as diabetic ketoacidosis. The customer was treated with insulin pump. The insulin pump will not be returned for the analysis.